Event description:
It was reported that the patient presented in clinic for a lead repositioning procedure. Upon fluoroscopic examination, it was noted that the right atrial (ra) lead was dislodged. The patient was asymptomatic. The ra lead was repositioned successfully on (B)(6) 2021. The patient was stable throughout the procedure.